Event description:
A physician attempted an arteriotomy closure with the starclose device. The device became stuck and the physician was unable to remove the device. A vascular surgeon removed the device and closed the arteriotomy with stitches. Hemostasis was achieved with surgery.

Manufacturer narrative:
The device was received. Investigation is not complete. Review of the device history record for this lot is forthcoming.